Event description:
It was reported that the patient heard an alert and went to the hospital. The right ventricular lead had high impedance. No noise was seen with manipulations. Detections were programmed and the lead remains in use. Approximately two months later, the patient had several inappropriate shocks due to noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. The weekly pace lead trend data shows an abrupt increase for ventricular pace bipolar impedance from 646 to 4047 ohms peak between (B)(6) . Concomitant products: d294drg implantable cardioverter defibrillator (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Lia triggered on (B)(6) 2013 due to meeting the conditions for abnormal lead impedance and ventricular sensing integrity counter (sic). Additional out of tolerance subthreshold lead impedance alerts were recorded on (B)(6) 2013. The maximum ventricular pace impedance rises from an approximate baseline of 600 ohms to greater than 1000 ohm the week ending (B)(6) 2013. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. One patient alert for out of tolerance subthreshold lead impedance occurred (B)(6) 2013. The weekly pace trend data shows an abrupt increase for ventricular pace bipolar impedance from 646 to 4047 ohms peak between (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Fourteen non-sustained and 12 ventricular fibrillation episodes of <(><<)>220 ms are recorded on (B)(6) 2013. Two thousand four hundred and forty five (2445) ventricular sic occurred since (B)(6) 2013. One hundred fifty two thousand one hundred seventy eight (152178) ventricular sic occurred since implant.